Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) was implanted with an ipg on (B)(6) 2010. It was reported that the pt lost stimulation and was unable to establish communication with the ipg using the charging system and two programmers. Surgical intervention was undertaken to replace the pt's ipg, and effective stimulation was recaptured. No further issues were reported.